Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A regulatory affairs senior specialist reported on behalf of the customer that on (B)(6) 2018, an a1059 mayfield modified skull clamp was used during a spinal procedure and that the patient's head slipped. The lock on the swivel knob was not engaging. Additional information was received on (B)(6) 2018 indicating that the patient's head slipped early in the procedure during bed realignment. The patient was in a prone position. When the head slipped, the patient's head was repositioned and rocker arm was locked. There was no injury to the patient. The pin contact with skin was never lost. The pins used were the a1083 mayfield adult disposable skull pins. It was suspected that the rocker arm locking mechanism had loosened causing the rocker arm pins to slip. No further problems were encountered after the rocker arm lock was secured. The surgery was completed successfully. There was no laceration or injury found on the patient.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The lot number has not been provided thus cannot perform DHR review at this time. Root cause cannot be determined at this time because the product has not been returned for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and upon assessment of this skull clamp, it was found to be in generally bad condition. It has not been to integra's service centre for inspection or repair since (B)(6) 2014. The surface of the skull clamp is badly tarnished, likely from cleaning procedures not as per the IFU. The swivel base has significant play, allowing excessive movement, and allowing the lock to engage and disengage with much less force than as per manufacturer's specifications. This means it can easily be accidentally unlocked. The torque knob is working correctly and the rocker arm passes our requirements, though the surface finish of the rocker arm is also tarnished. No serial number was identified, as such a DHR review could not be performed. The root cause is the unit is completely out of adjustment with lock release force at least than half of necessary setting. Item has not been serviced since 2014.